Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that audio/vibrate anomaly/absence of alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer = clear. Customer returned the insulin pump for alleged no sound when the pump is alarming (example alert on low) reported on 12/20/2021. The insulin pump passed the displacement test and self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Removed the battery cap and the pump alarmed insert battery with audio tones properly. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The insulin pump communicated properly with the transmitter and glucose sensor simulator. Monitored the insulin pump for several days while connected to the transmitter and glucose sensor simulator with no errors or alarms. Set the high bg level to 155 mg/dl and the low bg level to 90 mg/dl. Lowered the glucose sensor simulator to 45 mg/dl and the pump alarmed alert before low (with audio and vibrate). Raised the glucose sensor simulator to 180 mg/dl. The insulin pump alarmed alert before high at 147 mg/dl and alert on high at 164 mg/dl (both with audio and vibrate). The insulin pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. No audio anomaly is not confirmed. The insulin pump alarmed (vibrate and audio tones) and the volume settings operated properly during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.